Event description:
Note: date of event and procedure date are unknown. It was reported to boston scientific corporation on (B)(6) 2009 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter device was used during a balloon dilatation procedure. According to the complainant, the physician felt severe resistance when the device was inserted into the scope and advanced through the scope's distal end. No anomaly was noted when the balloon was inflated. However, the physician felt severe resistance during the removal. Therefore, the device was removed with the scope. The catheter was cut and removed from the scope. The procedure was completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4) advancing difficulties. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).